Manufacturer narrative:
Concomitant products: product ID: 8711, lot# n132923008, implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving baclofen (2000 mcg/ml at 930 mcg/day) and morphine (800 mcg/ml at 372 mcg/day) via an implanted pump. The pump's indications for use were noted as intractable spasticity, movement disorders, and other. It was reported on (B)(6) 2015 that a volume discrepancy occurred where the actual residual volume (arv) was 22.8 ml, but the expected residual volume (erv) was 20.8 ml. It was also reported that the last refill was "slghtly off" as well and that was why they brought the patient back early this time. The discrepancies were discovered one month apart. There was reportedly underinfusion of about 10%. It was noted that 40 ml was injected into the pump at the last refill. The rep stated that this was a complex patient with no apparent withdrawal symptoms; no symptoms were reported. There has been no resolution to the discrepancies. The hcp was going to continue to monitor discrepancies and report them to the rep. Additional information was received from the rep. The rep clarified regarding the previous discrepancies that there was underinfusion of about 10 % in both cases. The rep also reported another discrepancy where the arv was 9.2 ml and the erv was 6.8 ml. The hcp and patient were planning on returning the pump. The rep was going to follow up with the hcp. A follow-up report will be filed if additional information is received.

Event description:
Additional information was received from the healthcare provider via a manufacturer representative. The pump was completely explanted on (B)(6) 2016. There were discrepancies in reservoir volume at the time of pump refills on multiple occasions. It was unknown if any diagnostics/troubleshooting was performed. The patient denied withdrawal symptoms. At the time of the explant surgery, the catheter was aspirated without difficulty. Catheter replacement was not needed. The issue was resolved at the time of the report. The baclofen delivered by the pump at the previously reported concentration was noted to have a daily dose of 929.9 micrograms (mcg). The morphine concentration was reported to be 500 mcg per milliliter (ml) at a daily dose of 232.47 mcg. The lot numbers was unable to be obtained. Other medications the patient was taking at the time of the event as well as the patient's medical history were unable to be obtained. The patient status at the time of the report was "alive - no injury."

Manufacturer narrative:
Pump analysis results revealed no anomalies.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when device analysis is complete.

Event description:
Additional information was received from the manufacturer's representative. The print report attached to the device return form indi cates that as of (B)(6) 2015 until the pump was examined on (B)(6) 2016, the pump was delivering baclofen at the previously reported concentration and dose, but that 500 mcg/ml morphine was being delivered at 232.47 mcg/day, during that time period. The print report also shows that the expected reservoir volume was 13.3 ml, but 15 ml of medication was aspirated from the pump reservoir.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.